Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08348. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the patient. A 24 mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed. However, the device was not adequately compressed, the position was too distal. After 2 recaptures a pericardial effusion was noted on echocardiogram. The 24 mm wds remained in place as they performed pericardiocentesis and stabilized the patient. The physician opted to remove the 24 mm wds due to the inadequate compression. As soon as they fully recaptured the 24 mm wds the effusion worsened. The patient experienced tamponade. They quickly deployed a 27 mm wds and the device met all release criteria. They then returned to treating the effusion. When the effusion was stabilized a second time, they released the 27 mm device. The patient was stabilized in the cath lab and transferred to the intensive care unit. The patient was extubated the next day and subsequently discharged to rehab. No further patient complications were reported. It was noted that the patient was on steroids (prednisone) at the time of the implant.